Event description:
The caller reported alarm 2 and alarm 26, indicating an occlusion issue with the insulin pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. In response to the issue, the customer was instructed by technical support to perform several troubleshooting steps, such as disconnecting the tubing, delivering boluses, and replacing supplies before resuming insulin therapy. The customer successfully completed a bolus and was advised to replace supplies as necessary.